Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2021 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt used the spinal cord stimulator (scs) system some after implant but scs system has been turned off and not used for years since then and the system "doesn't work". Caller didn't have any further information about the status of the system and why patient stopped using scs system. They want to do l-spine MRI. Additional information was received from the patient on july 13, 2021. The patient reported on (B)(6) 2021 that around (B)(6) 2014 (about 2 months after implant), they went to turn on their stimulation and their "stomach jumped". They met with a manufacturer representative (rep) to check the device in (B)(6) 2014, and the rep told the patient that their lead wires had shorted out. An x-ray was done at that appointment and the x-rays indicated that the leads moved over to one side. The rep ended up turning the ins off at that time. The patient stated they were going to work with the rep and their doctor on scheduling a lead replacement surgery to replace the leads with a paddle lead. However, the patient was never able to reach the rep again. Since then, the patient hadn't turned the ins back on because their stomach would jump when it was on. Then, around (B)(6) 2020, the patient started noticing heat coming from the ins site and was sore at the ins site. This would occur intermittently and would last 2-4 days, go away and then return again later. The patient did not know of any factors or circumstances that may contributed to the leads moving, but they believe the leads moving and shorting out was the reason they were experiencing the heat and soreness at the ins site. The patient stated they weren't very active and had just been sitting home taking it easy. The patient mentioned they were going to be seeing their pain management doctor in the next couple months and was going to have the doctor schedule a rep to be present at the appointment, so they can all discuss next steps on how to handle these reported issues. The rep was contacted and confirmed that they don't recall being made aware of this event at the time the patient reported.